Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to exhibiting failure to shock. It was decided to implant another device instead. No further adverse patient effects were reported.